Event description:
N/a.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a malfunctioning fiber optic port. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.